Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a patient¿s (pt) parent called to report the pt experienced ¿eye infections¿ resulting in ¿scars¿ on the eyes while wearing an (B)(6) brand contact lens (cl). The pt presented to an eye care professional (ecp) who advised the pt had ¿3 scars¿ but could not provide further detail. The parent did not recall a diagnosis. Pt was given eye drops in the office, no prescription and instructed not to wear lenses for at least 3 weeks before returning for a follow up visit. The lot number and specific (B)(6) lens that the pt was wearing at the time of the event is unknown. Multiple attempts were made to the ecp for additional information. On (B)(6) 2019, the treating ecp provided additional information: the pt was seen in (B)(6)2019; prior visit was in 2014. Ecp indicated the pt had an ¿old corneal scar¿ in the right eye (od) that could have been related to a past infection. Ecp could not provide event details since the pt did not receive treatment in their office. Ecp advised the pt likely had an infection that resulted in a scar od due to cl wear habit. Ecp reported the pt ¿abuses cls and is an over-wearer¿. Ecp confirmed the pt is now wearing a daily lens. The date of event is unknown. Multiple attempts were made to obtain the lot number and the return of suspect product for evaluation. No information was received. If any further relevant information is received, a supplemental report will be filed.